Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the white system controller lead and changed the controller on their own. The patient was en route to emergency department (ed). At some point, the patient was found down, and emergency medical services were called. When the patient presented to the ed, they were not connected to a power source and the pump was turned on. The site was unsure if the driveline was fully connected. The site attempted to hook up the damaged system controller to review data, but they were unable to get any information from the system monitor. Log files were sent to technical service for review on the new system controller. It was unable to be determined the time that the pump was off. The driveline was connected to the controller on (B)(6) 2024 at 15:10:04 without power connected to the controller. At 15:11:03, battery power is connected to the controller white lead. At 15:11:04, battery power was connected to the controller black lead. At 15:11:12, the pump was operating above the low-speed limit (lsl) and throughout the remainder of the log file. The low flow on (B)(6) 2024 occurred while the pump was starting up and is normal to see at that time. The older low flow in the log were from manufacturing testing. That older data had never been over written because the controller was never used prior to on (B)(6) 2024. It was reported that the patient passed away on (B)(6) 2024, no other information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not being connected to an external power source after an attempted controller exchange was confirmed during review of the submitted log files. The reported event of the driveline not being fully secured to the new controller could not be conclusively confirmed through this evaluation. The submitted log file from the patient¿s exchanged controller indicated that the driveline was disconnected from (B)(6) at timestamp 14:49:26 on (B)(6) 2024. The submitted log file from the patient¿s new controller revealed that the driveline was first connected to (B)(6) at 15:08:49 on (B)(6) 2024. If both controllers¿ clocks were properly synchronized, this is indicative that the driveline was disconnected for ~19 minutes. At the time the driveline was connected to the patient¿s new controller, the controller was not connected to external power and per design, no external power and pump off alarms were active. Shortly later at 15:11:04 on (B)(6) 2024, the white cable of the controller was securely connected to a 14v battery, and the pump then began operation as expected. The pump maintained a speed within the expected range throughout the remainder of the available data. The heartmate 3 system controller (serial number:(B)(6) was not returned for evaluation. The root cause of the observed no external power alarm appears to be consistent with user error. The heartmate 3 instructions for use and heartmate 3 patient handbook describe how to perform a controller exchange with either one or two power sources available for use. In both scenarios, the new controller should be connected to an external power source prior to transferring the driveline. The root cause of the reported possibility that the driveline was not fully connected could not be conclusively determined, as the event was not able to be confirmed. Provided information indicated that the patient exchanged the controller themselves prior to contacting the lvad team. The patient was also reportedly found down while on their way to the emergency department. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, pump off, and no external power alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ describes how to perform a controller exchange with either one or two power sources available for use. In both scenarios, the new controller should be connected to an external power source prior to transferring the driveline. The user is also cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side to assist. Heartmate 3 patient handbook (rev. D) section 3 entitled ¿replacing the running system controller with a backup controller¿ describes how to perform a controller exchange with one or two power sources available. In both cases, the user is instructed to connect the new controller to external power prior to transferring the driveline. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) ( rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.